Manufacturer narrative:
Pump error alarm (variableinfo=3) confirmed in the insulin pump history due broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they received hardware low level failures. The customer¿s blood glucose level was 5.6 mmol/l. Troubleshooting was performed and noticed that the customer was able to complete pump rewind. The customer also stated that the self test did not pass. The product will be returned for analysis.